Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found in on the lcd. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was pre-dilating an over 75% stenosed lesion located in the mildly tortuous and non-calcified, 3.0mm in diameter, left anterior descending artery (lad). Vascular access was obtained through the femoral artery. The physician experienced mild resistance while advancing this 2.75x15mm maverick 2 balloon catheter to the lesion. Once across, the balloon ruptured on the first inflation at 6atms. The device was removed from the patient intact. The procedure was completed with a different device. There were no reported patient complications. The patient status is listed as "good".